Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. It was noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that multiple stylets were unable to be inserted into the lead during an attempted implant. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.